Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and rotated heart. During preparation of an xtw clip (31012r2114), a leak was observed at the flush port on the delivery catheter (dc). Therefore, the clip delivery system (cds) was not used and was replaced. An xtw clip (31017r1086) was inserted and advanced to the mitral valve, but the clip became caught in chordae and the leaflets were caught on the grippers. Troubleshooting was performed and the clip was successfully freed from the chordae and leaflets. The clip able to be deployed on the mitral valve, but a chordal rupture was observed. To further reduce mr, an ntw clip (30620r1020) was inserted, and grasping attempts were performed. However, difficulties grasping and capturing the leaflets occurred resulting in an additional chordal rupture; therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4 and an impella heart pump was implanted. It was noted the patient effects resulted in a clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult to remove of clip being caught on the anatomy. The reported tissue injury (chordal rupture) appears to be due to the clip being caught on the chordae. The unchanged mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical interventions and delay to treatment/therapy were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.